Event description:
Pt reported obtaining a blood glucose result of 216 mg/dl, while using the suspect device. Pt indicated that, based on this result, she delivered 18u of fast-acting insulin. Pt noted that - 2 hours later, she began experiencing symptoms of hypoglycemia. Pt reportedly phoned her family member who in turn, phoned emergency medical services, on the pt's behalf. Pt stated that, upon paramedics' arrival, she was treated with glucose paste, juice, and two glucose tablets, after which, her blood glucose measured 84 mg/dl (on emergency medical service's blood glucose monitor). Pt noted that, since the event, she has had to contact emergency medical services on six additional occasions (pt provided no details pertaining to subsequent events). Pt's current condition: feeling a lot better. Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.